Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she has been experiencing high blood glucose levels and bent cannulas. The customer stated that she experienced diabetic ketoacidosis, with a blood glucose of 350 mg/dl this morning. The customer also stated that she used to get no delivery alarms when the cannulas were bent, but the insulin pump no longer gives her that alarm. The customer was unable to troubleshoot for the no delivery alarm as she didn't have a tubing clamp. Advised the customer to call back when she has the tubing clamp. Nothing further was reported.